Manufacturer narrative:
Investigation included customer interview and guided troubleshooting, visual inspection by the user confirming drops during tubing fill, and an assisted supply change of the cartridge, connector, and tubing. Investigation of this case revealed probable connection leakage at the tubing-to-connector interface and user-reported improper securement, with no device occlusion detected. It was concluded that user handling likely contributed to insulin leakage causing hyperglycemia, and the event resolved after supply replacement with continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user observed twisting, air bubbles, an insulin odor, and visible leakage at the connector and believed the tubing was not firmly secured. Symptoms included elevated blood glucose. Outcomes included no alarms or occlusion alerts, no injury, and no hospitalization.